Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat. No.: 6570-0-036, delta v-40 ceramic head 36/-5, lot code: unknown . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that patient was revised on a right hip due to infection. Head and liner were exchanged. Additional info (B)(6): this patient had a rejuvenate hip. It was revised on (B)(6) 2012. On (B)(6) 2014 surgeon did a muscle transfer procedure. On (B)(6) 2014 washed out the hip and replaced the head and liner for infection. On (B)(6) 2014 surgeon washed out the hip and placed a vac dressing.